Event description:
The hospital reported that during a av dialysis after the exxcel soft eptfe vascular graft was implanted and ready to be sutured it was observed that the graft was distorted and unable to be used. A replacement device was used to complete the procedure. The hospital reported no pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplement report will be submitted when the evaluation is completed. A lot history record was completed for the reported product lot number. There was no onoconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).